Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding the patient who indicated that the patient was experiencing pain. No additional new information was presented. There were no further complication reported or anticipated.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had no night symptom relief and had not much day time symptom relief since implant. Patient went from about 20 times a day to 12-15 times a day. Patient stated she had sudden return of urgency symptoms. Patient made the manufacturer representative (rep) aware about a month after post op follow up appointment. It was also reported that patient had bladder pain, spasms and inflammation. She had massive pain in bladder. She was initially diagnosed with urinary tract infection (uti) ( which she has never had before) due to burning sensation. She was feeling like she was on fire and went on antibiotics for a week but then a few weeks later, it happened again and she went in. At that time, the healthcare provider(hcp) performed a hydroextension, a procedure she had undergone before. They put her to sleep but noted bladder spasms were still present and only 4 oz could go into bladder because it was so inflamed. Patient also tried reprogramming with the rep at this time. She had gone through all 4 programs and rep set up new one for her. Patient noted that at the time she was on 8 and did not really feel stim and the rep said it was too high and would use the implantable nuerostimulator (ins) battery rapidly. Patient was currently taking vicoden. The hcp was referring her to pain management saying ins was not implanted for pain. The impedances were checked and were ok at this time. Patient had also tried turning stim off but that did not resolve. Patient indicated her next appointment would be on (B)(6)at 3:10 pm. At about a week later, additional information received from rep reported that they were not aware of any specific complaints from this patient.there were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.